Manufacturer narrative:
(B)(4). The useful life of the skinner valve assembly (pn 40-06981-001). Device discarded - unable to follow-up. Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis, system hazard use and misuse analysis and the health hazard evaluation. The DHR for the aer, serial # (B)(4) was reviewed and no issues were noted. The service and complaint history for the asp automatic endoscope reprocessor with printer was reviewed for six months, ((B)(4) 2009 - (B)(4) 2010), this unit, serial number (B)(4), does not show any leak issues due to the disinfectant reservoir valve; thus, there is not a significant trend. Trending analysis for "fluid leak" did not reveal a significant trend over the past 12 months ((B)(4) 2009 - (B)(4) 2010). Trending analysis for "dissatisfied customer" did not reveal a significant trend over the past 12 months ((B)(4) 2009 - (B)(4) 2010). Trending analysis for "e01-reservoir tank too full" did not reveal a significant trend over the past 12 months ((B)(4) 2009 - (B)(4) 2010). The fmea (failure mode effects analysis) was reviewed and revealed the risk priority numbers (rpn) for all leak related failure modes are below the threshold of 100, indicating that the associated risks are minimal. The fmea (failure mode effects analysis) was reviewed and revealed the risk priority number (rpn) for spills/leaks is below the threshold of 100, indicating that the associated risk is minimal. The shuma (system hazard use and misuse analysis ) was reviewed and it was determined that the risks of user exposure due to spills all fall into category I and requires no action taken. The hhe ( health hazard evaluation) was reviewed for similar disinfectant leak of the aer due to e01; the hazard/risk index was 4, which indicates the associated risk is low and no action is required. There were no human reactions to the leaked solution and hence no additional evaluation of exposure to disinfectant is required. The customer contacted asp for instruction on how to remove the valve. There was no product returned for investigation. The customer did not respond to follow up attempts. The useful life of the skinner valve assembly (pn 40-06981-001) has been determined to be two years or 2000 hours of use. Upon review of this aer unit's service history, it was found that the disinfectant reservoir valve, a skinner valve, was not replaced between (B)(4) 2008 and (B)(4) 2010. Thus, the age of this component is greater than two years; its replacement is considered routine servicing and can be attributed to normal wear and tear of the unit. Thus no further investigation is necessary.

Event description:
The customer alleged that the reservoir is overflowing onto the floor registering an e01 error. There were no reports of injuries. The customer was provided the part number to repair the v7 (skinner) valve. The customer will repair the unit locally.